Manufacturer narrative:
A service engineer has been on site and started the investigation. Performed pre-use checks passed without deviation. Complete logs and more information surrounding the event have been sought but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
The hospital's biomed made a service call requesting a look at the ventilator that had been removed from the patient during patient treatment. There was no harm to patient. (B)(4).